Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2021 with patient identifier: (B)(6) and the procedure was performed thirty eight (38) days later. It was reported that a stroke occurred. Procedure summary: implant transesophageal echocardiography (tee) assessment performed on (B)(6) 2021 revealed two left atrial appendage (laa) lobes with an ostium diameter of 20.0mm and length of 33.0mm. An laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2021 with complete laa seal and deployed device diameter of 20.8mm. Aspirin was administered prior to the procedure. On the same day post procedure, the patient was discharged home on aspirin (81 mg per day) and apixaban (10mg per day). Event summary: on (B)(6) 2023, the patient presented to the primary care clinic for routine follow up of chronic health conditions and with the concern of bilateral knee pain and daily headaches. The patient had one knee replaced, however, that knee was still painful, and the patient had osteoarthritis in their other knee. The patient had abnormal gait, which was considered due to neuropathy (known condition) for which physical therapy was recommended for generalized strengthening, to ensure gait was not contributing to pain and to evaluate osteoarthritis of knee. The patient reported chest pain on exertion which improved with rest. The symptoms were considered to be multifactorial which included neurogenic claudication, lumbar radiculopathy, neuropathy. Magnetic resonance imaging (MRI) on the brain was scheduled for a later week for further evaluation. On (B)(6) 2023, the patient presented to the hospital for their scheduled outpatient MRI on the brain. On the same day, x-ray of the lumbar spine was performed to check for any broken or abandoned spinal cord stimulators (scs) leads prior to MRI scanning, which revealed interval placement of left spinal stimulator device since on (B)(6) 2019. The tandem leads appeared intact and non-displaced entering the spinal canal around t11 heading cephalad. Post-operative changes of spinal stabilization at l4-5 with disc graft, bilateral pedicular screw, rod fixation and fusion bony masses were noted. Some lateral subluxation of l3 off of l4 was also noted. On the lateral exam some additional retrolisthesis of l2 off of l3 of 7.1mm was noted. Simultaneously, x-ray of chest was also performed to check for broken or abandoned pacer leads prior to MRI scanning, which revealed the left subclavian av sequential cardiac pacemaker appeared intact and appropriately positioned. Spinal stimulator tandem leads were extending up to the level of t7, and were entered around t11. No evidence of chf or pneumonia noted. Stable vaguely marginated small right upper lobe lung nodule was noted. MRI imaging for brain and brainstem with and without contrast revealed small (estimated 5mm) acute to subacute infarct in posterior right frontal lobe white matter without associated hemorrhage. These were superimposed mild to moderate chronic brain findings, which were not unusual for the patient's age. Mild sphenoid sinus mucosal thickening was noted. Progressed and complete chronic opacification of left maxillary sinus noted for which ear, nose, and throat (ent) consultation was recommended. From this evaluation, the patient was diagnosed with a stroke, and was recommended to visit the emergency department for further evaluation and treatment. On (B)(6) 2023, the patient presented to the emergency department (ed) for consultation with neurology. Since the last visit on (B)(6) 2023, the patient stated slow worsening of gait difficulties, pain, and weakness mainly in the left lower extremity compared to the right lower extremity. The patient was able to ambulate without assistance with a few steps but had to use a walker to ambulate for longer distances. The patient had mild holocranial headache infrequently since 6 months prior. The patient did not recall any sudden change in symptoms or new symptoms including focal weakness, numbness, dysesthesias, palpitation, lightheadedness, bowel and bladder incontinence, and dysuria. The review of the systems was unremarkable. On physical examination, the patient was alert and oriented. Cranial nerves ii through xii were intact. Reflexed were two plus over four plus bilateral symmetrical. The gait of the patient was normal. There were no focal deficits or cerebellar signs noted. Electrocardiogram (EKG) revealed a normal sinus rhythm. On the same day, the patient was started on clopidogrel (75 mg per day). The patient wished to get further work up done as an outpatient. Therefore, the patient was sent home on the same day. On (B)(6) 2023, outpatient computed tomography angiography (cta) head and neck was performed which revealed that the known small infarct within the right frontal lobe region was not noted in this examination and was better characterized on the earlier MRI. No new areas of acute intracranial hemorrhage or mass effect were noted based on post contrast imaging. Patent arterial vasculature within the head and neck noted without evidence of hemodynamically significant stenosis, occlusion, dissection, or aneurysm. Right upper love tree-in-bud nodular opacities likely reflected an infectious/inflammatory process. On (B)(6) 2023, outpatient transthoracic echocardiography (tte) assessment was performed, which revealed no evidence of left atrial enlargement, vegetations, interatrial shunt, or left ventricle thrombus. There was moderate to severe mitral annular calcification of unclear clinical significance. On (B)(6) 2023, the event was considered resolved, and the clopidogrel (75 mg per day) treatment was discontinued.